Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test screen was installed and displayed properly. Additionally, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive during testing. The keypad cover was returned torn from the ok button to the bottom of the keypad. The keypad was removed and evidence of contamination was found under all contacts and the ok key contact was misaligned. Evaluation also revealed a cracked battery compartment. The battery cap was not able to fully tighten on to the pump due to the crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen, a keypad button response issue, and a cracked battery compartment. This report is made based on results of investigation completed on 10/25/2013. There was no adverse event associated with this complaint.